Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a 'hi' (readings greater than 500 mg/dl) message with the use of the adc freestyle libre sensor. Customer reported feeling nervous and self-presented to a hospital and obtained a reading of 196 mg/dl from an hcp device. The customer was administered an unspecified "serum" via intravenous infusion as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a 'hi' (readings greater than 500 mg/dl) message with the use of the adc freestyle libre sensor. Customer reported feeling nervous and self-presented to a hospital and obtained a reading of 196 mg/dl from an hcp device. The customer was administered an unspecified "serum" via intravenous infusion as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture, and the results were within specification. The sensor plug was properly seated in the mount. Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
A customer reported receiving a 'hi' (readings greater than 500 mg/dl) message with the use of the adc freestyle libre sensor. Customer reported feeling nervous and self-presented to a hospital and obtained a reading of 196 mg/dl from an hcp device. The customer was administered an unspecified "serum" via intravenous infusion as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.